Event description:
Additional information was received from the manufacturer representative (rep). The cause of the shocking was determined to be that stimulation was turned up too high. A trickle charge was performed and the por was cleared.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturing representative (rep) and it was reported that patient fell about 6 months ago. States stim which previously worked really well for her pain relief lost effectiveness at the time of her fall. Went to interrogate ins. Device is overdischarge. States it has been 1 month since recharging. Trickle charge initiated. Will clear por when trickle charge, battery charge complete. The issue is not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller, pt's daughter, states that the pt fell and that they think there might be some damage to the stimulator. Caller states that the ins battery is very loose inside the pt's body now and that the pt is getting severe shocks down her legs. Caller states that the pt fell not this past (B)(6) but the (B)(6) before that ((B)(6) 2019) and that it was a pretty bad fall and things have just been going downhill really bad since. Caller states that as far as the really bad shocks down the pt's legs, she assumes that it was probably shortly after the pt fell when that started. Caller states that (B)(6) was the implanting hcp, however the pt has switched insurance companies right now, so she has to go through the spine center before she can go back to (B)(6). Pss advised that a message would be sent out to the field requesting contact, however pss did not provide a time-frame on a response. Pss also provided the caller with the nas phone number to provide to hcp.